Manufacturer narrative:
Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e1405 captures the reportable event of pain with intercourse. Imdrf impact code f1204 captures the reportable event of impairment.

Event description:
It was reported that a patient with an advantage system device experienced pain, recurrent urinary tract infections, cramps, urinary urgency, and pain during intercourse. There were no subsequent remedial actions taken by the healthcare facility or patient. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.